Event description:
It was reported that the unit has damaged welds resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit has damaged welds resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was misreported that there were exposed sharp edges due to a damaged weld. This was reported in error and the issue was actually a damaged brake pedal with no reported exposed sharp edges.